Manufacturer narrative:
A synergy xd mr us 2.50 x 48mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 24jan2022. It was reported that crossing difficulties were encountered. The target lesion was located in a tortuous and complex vessel. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment but it failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed stent damage.